Event description:
It was reported that the pt was found in bed at home with a bloody shirt and bedding. The blue slide clamp was on but not closed, the end cap was off, and the blue pinch line clamp was closed.